Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The unit of measurement was mg/dl rather than mmol/l as initially reported. The initial result was 252 mg/dl, the 1st repeat result was 93 mg/dl, and the 2nd repeat result was 82 mg/dl. A field service engineer (fse) performed several actions. The sample needle was clogged, so it was cleaned and adjusted. The gear pump pressure was readjusted, the syringes were checked and the cell rinse level was adjusted. The fse completed confirmation testing and verified that the module was back in specifications. The investigation was unable to determine a direct root cause.

Event description:
There was an allegation of a questionable glucose hk gen.3 result from the cobas 6000 c501 module. The initial result was 252 mmol/l, the 1st repeat result was 93 mmol/l, and the 2nd repeat result was 82 mmol/l.

Manufacturer narrative:
The cobas 6000 c501 module serial number is (B)(6). A field service engineer (fse) determined that the sample pipette was partially clogged and out of adjustment. The fse replaced the sample probe. The investigation is ongoing.